Event description:
The pt received approx 150 mg of ms IV in about a 5 hr period. The dr order was for 1 - 3 mg/hr. The nurse hung a bag of 500 mg/500 cc and appears to have confused the primary and secondary lines. This confusion may have occurred because both lines are on one button. When the pump was checked by another nurse the setting was found to be at 100 cc/hr. This appears to be on issue of user error.